Manufacturer narrative:
(B)(4).

Event description:
It was reported that the refill date was not updating on the patient¿s personal therapy manager (ptm). The ptm was showing a refill date of 2012-(B)(6), but the patient had been refilled 2012-(B)(6). It was unclear if the reservoir volume was updated on the physician programmer or if the ptm did not upload the refill date properly. The programming was going to be verified and then the ptm was to be decoupled and recoupled to the patient¿s pump. There were no symptoms reported. Additional information has been requested, but was not available as of the date of this report.